Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged during a right heart catheterization procedure. The patient experienced ten seconds of asystole due to loss of rv capture. Transcutaneous pacing was started while a temporary lead was placed. The rv lead was capped and a new rv lead was placed approximately thirty minutes later. No further patient complications have been reported as a result of this event.